Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead was hospitalized for syncopal episodes and heart failure. The patient was placed on telemetry monitoring and the pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for 1.5 to 2 seconds. The syncope was felt to be related to the pacing inhibition, however, the cause of noise was not determined. The noise was able to be reproduced with patient arm movements. Programming changes were made to sensitivity and the patient was sent to the emergency room for a revision procedure. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.